Manufacturer narrative:
Additional information was received on (B)(6)2020 and (B)(6)2020 . Post-procedure (B)(6)2020 ), the patient developed prolonged qt syndrome. Unspecified medication was administered. Prolonged hospitalization was required. Issue was resolved, and the patient was discharged on (B)(6)2020 . The principal investigator assessed the event as moderate in severity, serious, causal related to the study device (visitag surpoint epu), not related to the study catheters, not related to the biosense webster non-investigational device (e.g. Pump, tubing, cables, etc) and causal related to the index procedure. This event has been assessed as very unlikely that this issue was related to the visitag surpoint epu; therefore, additional follow-up is being performed with the clinical team to confirm this information. At this meantime, this event is not being reported under the visitag product; however, since the event has implied relationship to the procedure and required prolonged hospitalization, it is being reported under the thermocool® smart touch¿ electrophysiology catheter. Should more information become available, it will be processed accordingly. Therefore, updated "h6. Patient codes" to add "arrhythmia". Arrhythmia" was selected to address the prolonged qt syndrome. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 11/18/2020. For the embolic stroke adverse event, the issue was resolved with sequelae. On 3/4/2020, the eeg showed abnormal results. Unspecified medication was administered. The patient remained hospitalized for 6 days. Issue was resolved with sequelae. The principal investigator assessed this event as expected, moderate in severity, serious, not related to the study device (visitag surpoint epu), not related to the study catheters, not related to the biosense webster non-investigational device (e.g. Pump, tubing, cables, etc) and possible related to the index procedure. The abnormal eeg results would be associated to the clinical deterioration after the embolic stoke, no patient code will be selected for the abnormal eeg. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device with lot number 30321047m, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial, sponsored by biosense webster, inc., it was reported that a (B)(6) year-old (weight (B)(6), height 183 cm) female patient with history of coronary disease, non-ischemic cardiomyopathy, hypertension and congestive heart failure, underwent a cardiac ablation procedure on (B)(6) 2020 with a thermocool® smart touch¿ electrophysiology catheter and suffered cerebrovascular accident (cva) requiring no intervention. The patient was under general anesthesia. During ablation 1 and 2 with the thermocool® smart touch¿ electrophysiology catheter (d-1336-02/30321015m) catheter sensor error (unspecified) occurred. The catheter was replaced, and the issue resolved. The device deficiency did not result in any adverse event to the patient. The procedure continued with a new thermocool® smart touch¿ electrophysiology catheter (d-1336-02/30321047m). No device deficiencies were reported with this product. A total radio frequency application time was of 42 minutes. On post-procedure day 0 ((B)(6) 2020), the patient developed an embolic stroke. No medical/surgical intervention was performed; however, the event resulted in an injury or permanent impairment of a body structure or a body function. The patient remained hospitalized for 6 days. Issue was resolved. The principal investigator assessed this event as expected, moderate in severity, serious, not related to the study device (visitag surpoint epu), not related to the study catheters, not related to the biosense webster non-investigational device (e.g. Pump, tubing, cables, etc) and causal related to the index procedure. Assessed the adverse event under the thermocool® smart touch¿ electrophysiology catheter (d-1336-02/30321047m).

Manufacturer narrative:
Initially it was reported for the ¿embolic stroke¿ adverse event that there was no medical/surgical intervention performed. Additional information was received on 6/3/2021 stating, ¿an unspecified medication was administered.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Originally it was reported for the adverse event of the prolonged qt syndrome, the principal investigator had assessed it as causal related to the study device (visitag surpoint epu). Additional information was received on (B)(6) 2020, stating that the principle investigator re-assessed it as not related to the study device (visitag surpoint epu). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).